Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Additional information was requested but was not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation. Please note that as the date of the new entry discovered was unknown, the reintervention date (B)(6) 2021 will be used as an event date.

Event description:
On (B)(6) 2016, the patient underwent an endovascular treatment using conformable gore® tag® thoracic endoprosthesis for a thoracic aortic aneurysm along with a bypass of the aortic arch branches. On an unknown date, a distal stent graft-induced new entry (dsine) was suspected. On (B)(6) 2021, a reintervention was performed whereby additional stent grafts (gore® tag® conformable thoracic stent grafts with active control system) were implanted. The procedure was completed without any reported issues, and the patient tolerated the procedure.